Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the customer which clarified the architect ca125 results which were generated.on (B)(6) 2014 a result of 420 ng/ml was generated.the previous results for the patient were:(B)(6) 2013: 33 ng/ml;(B)(6) 2013: 71.8 ng/ml.

Manufacturer narrative:
The customer observed a falsely elevated patient result, while using architect ca 125 ii, lot 29257m500. Review of ticket trending data did not identify an increase in complaint activity related to the complaint issue. However, an increase was identified for likely cause lot 29257m500 related to patient results. Accuracy testing was completed using retained kits of architect ca 125 ii reagent lot 29257m500. Acceptance criteria was met, which indicates acceptable product performance. Additionally, an analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis showed that the median value has not changed over time and concluded that the reagent lots included in the analysis (including the lot under investigation) read patient results consistently. The architect ca 125 ii reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Event description:
The customer stated that an elevated architect ca125 result of 411.90 u/ml was generated. The sample was retested using a x2 dilution and a result of 720.60 u/ml was generated. The patient had previously been tested with results of 37 u/ml and 60 u/ml. The sample was sent to a reference lab which obtained results of 395.2 and 384.5 u/ml. Dilution linearity testing showed poor dilution linearity. Testing performed with heterophil antibody blocking reagent showed a significant decrease (7.1 u/ml). There was no report of impact to patient management.